Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a faulty connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched onside to evaluate the device and the reported issue was confirmed due to a connector printed circuit board failure. The connector was replaced onside by fse. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite video system center had black image. The issue was found at preparation for use. The device was not used for the procedure. There were no reports of patient harm. Related patient identifier: c23345599